Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to constant motor error alarm. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's wife reported via phone call that the customer fell and broke his back. Customer was hospitalized for non-diabetic reason. Customer's blood glucose was 278 mg/dl. Customer mentioned the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.